Manufacturer narrative:
(B)(4). The cause of the architect c-peptide falsely elevated quality controls and patient results was due to a new antibody lot used in the manufacturing of the c-peptide microparticle and/or conjugate reagents. Abbott issued a product recall letter to all customers with instructions to discard and destroy any remaining inventory of the affected lots.

Event description:
The customer observed elevated biorad controls when architect c-peptide reagent lot 01711a000 was in use after changing from the previous architect reagent lot. The customer stated the architect c-peptide controls were within range, then measured the sekk eqa samples and generated results three times higher than the peer group for the eqa samples. There was no impact to patient management.